Manufacturer narrative:
One level 1 hotline blood and fluid warmer was returned for analysis. The enclosure was found cracked, an outdated pcb, an outdated power switch, damaged tank cover, and damaged line cord were noted upon visual inspection. The tank was then filled with water, temp check attached, line cord plugged in and the power switch was turned on; inability to confirm complaint. The unit ran as intended with no leak. Based on the evidence, there was no fault found as the complaint was not confirmed.

Event description:
Information was received indicating that a smiths medical level 1 hotline blood and fluid warmer failed to alarm and failed the fluid solution test during testing. There was no patient involvement with no reported adverse effects.